Event description:
It was reported that the right atrium lead had insulation failure with reducing low impedance. Oversensing was also observed. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.